Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The event date is an approximation. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. There were no symptoms reported. It was documented that the patient was hospitalized. At some point the cgm reading was 40 mg/dl. There was no treatment documented. No other details were documented. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.